Event description:
Procedure: hysterectomy. During assembly of the instrument and insertion of the needle, the tip of the needle bent. The surgeon opted to perform an open procedure vs. A laparoscopically assisted vaginal hysterectomy.